Event description:
The contact stated that 2 bottles of test strips were received with the lids open. No adverse events were alleged since the test strips were not used on any patients. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.